Manufacturer narrative:
The pump passed the displacement test and self test. All buttons function properly. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Successfully downloaded history files and traces using thus. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads and cracked case along the side of the battery tube. Exposed to moisture was confirmed on the pcba 1, pcba 2 and force sensor. Cosmetic damage confirmed at the back of the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), exposed to moisture. The event involved product(s) mmt-1780kpk. Trouble shooting was performed and customer reported that pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. Customer reported cracks are there in the pump. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer will continue to use the insulin pump. Customer response was the device will be returned.